Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported tower door failed message, but in recovery no door to select to recover. The field service engineer (fse) assisted the user to open tower and manually release all doors, performed bulk recovery and user recovered all doors, the system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 8 failed and the user could not recover it because the door was not listed and the issue persisted after a reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.